Event description:
It was reported that the temperature display of temperature sensing catheter was not stable after using it several times.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo samples were submitted, however, unable to evaluate the reported event from the photos. The extension cable was returned without the original packaging. A potential root cause for this failure is "wrong dimensions on competitors or our own connector" or "user damaged pins when inserting connector". A DHR review cannot be completed as the lot number is unknown . Based on the results of the investigation no additional action is required at this time. The instructions for use were found adequate and state the following: for use with bard temperature-sensing products and accessories". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temperature display of temperature sensing catheter was not stable after using it several times. Per notification received from investigator on 04jan2023, it was stated that the cable was found to not meet specification during evaluation.